Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the cable, motor, and rotor bearings were replaced and preventative maintenance was performed on the device prior to its return to the user facility.